Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact on the customer's blood glucose level. Technical support provided reset instructions and assisted the customer in resetting the pump, which successfully resolved the issue without recurrence. The customer was instructed to continue using the pump and to call back if the malfunction code recurs.